Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal therapy. The hcp had no history of the drugs being used but thought the patient was receiving intrathecal hydromorphone and bupivacaine. The indications for use were non-malignant pain and post-laminectomy pain. It was reported there was a volume discrepancy where the actual reservoir volume (arv) was greater than the expected reservoir volume (erv). The hcp did not know when this event occurred but noted it occurred ¿several years ago¿ (from (B)(6) 2016). The hcp had no further history.

Manufacturer narrative:
Updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.